Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate sense channel. This noise was sensed by the device, and resulted in the generation of non-sustained episodes. The physician suspects that this lead has fractured, as the noise could be reproduced through arm movement. To date, there have been no reported patient symptoms associated with this clinical observation.